Event description:
Based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. The indication of the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the first obtuse marginal. The lesion was described as de novo, 10mm in length, class a and mid. The reference vessel was 2.25mm in diameter. Per the angiography report, there was distal edge in-stent restenosis of a previously deployed stent. The lesion was pre-dilated with a 2.0 x 15mm balloon at 8atm and a 2.25 x 13 cypher rx was implanted at 13atm. The stent was not post-dilated and the post residual stenosis was 0%. The second obtuse marginal was described as having 80% stenosis, 18mm in length, proximal, b2 and de novo. Also, being anatomically complex with more than two lesions per vessel. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.0 x 15 balloon at 8atm and a 2.25 x 23 cypher rx stent was implanted at 6atm. The stent was post-dilated with a 2.0 x 15 balloon at 18atm due to insufficient flow. Per the angiography report noted, transient no reflow following stenting. The event was reported as resolved by the end of the procedure. At pre-procedure, the ck was 40 (173 u/l), the ck-mb was 0.5 (3.6n g/ml) and the troponin I was 0.05 (0.09ng/ml). At 6 to 12 hours post procedure, the ck was 71, ck-mb was 2 and troponin I was 0.37. At 16 to 24 hours post procedure, the ck was 118, ck-mb was 2.4 and troponin I was 0.7. Per the investigator, the patient did not have a peri-procedure mi. The patient was discharged three days with no other post procedure complications reported. Per the cec adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee noted that the event was related to the device and related to the procedure.

Manufacturer narrative:
Concomitant medications: asprin 325mg qd, clonidine 0.1mg topical, coreg 25mg qd, lasix 20mg qd, indur 60mg bid, lisonopril 40mg qd, synthroid 0.1mg qd, ranexa 500mg bid, novolog 70/30 units qd, nitrodur patch 0.4mg qd, zocor 80mg qd, zoloft 100mg qd, ultram 50mg qd and ambien 10mg qd. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00434 and 3003742446-2012-00435.

Manufacturer narrative:
Complaint conclusion: based on the cec adjudication minutes, a (B)(4) study patient experienced a peri-procedure mi based on elevated cardiac enzymes. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of angina, history of previous pci (B)(6) 2008), history of diabetes mellitus (type ii), history of arrhythmia, history of gastroparesis, history of chest wall pain and history of hiatal hernia. The indication of the index procedure was unstable angina pectoris. The angiography performed at that time indicated 95% stenosis to the first obtuse marginal. The lesion was described as de novo, 10mm in length, class a and mid. The reference vessel was 2.25mm in diameter. Per the angiography report, there was distal edge in-stent restenosis of a previously deployed stent. The lesion was pre-dilated with a 2.0 x 15mm balloon at 8atm and a 2.25 x 13 cypher rx was implanted at 13atm. The stent was not post-dilated and the post residual stenosis was 0%. The second obtuse marginal was described as having 80% stenosis, 18mm in length, proximal, b2 and de novo. Also, being anatomically complex with more than two lesions per vessel. The reference vessel was 2.25mm in diameter. The lesion was pre-dilated with a 2.0 x 15 balloon at 8atm and a 2.25 x 23 cypher rx stent was implanted at 6atm. The stent was post-dilated with a 2.0 x 15 balloon at 18atm due to insufficient flow. Per the angiography report noted, transient no reflow following stenting. The event was reported as resolved by the end of the procedure. At pre-procedure, the ck was 40 (173 u/l), the ck-mb was 0.5 (3.6n g/ml) and the troponin I was 0.05 (0.09ng/ml). At 6 to 12 hours post procedure, the ck was 71, ck-mb was 2 and troponin I was 0.37. At 16 to 24 hours post procedure, the ck was 118, ck-mb was 2.4 and troponin I was 0.7. Per the investigator, the patient did not have a peri-procedure mi. The patient was discharged three days with no other post procedure complications reported and on dual anti-platelet therapy. Per the cec adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure mi. The committee noted that the event was related to the device and related to the procedure. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15107478 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.